Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative evaluated the unit and the incident was duplicated. The power supply (part number 0014-00-0255) was replaced. The company service representative performed functional and safety checks to meet factory specifications. The unit was released to the customer. The power supply was returned to the manufacturing facility at (B)(4) and is under evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that prior to use on a patient, they observed that the iabp was selecting the battery power operation, although the iabp was plugged into ac power. They plugged the power cord in and out of the connector, and remounted the console onto the cart, but the iabp did not start running off of ac power. The iabp was replaced with another iabp and therapy was initiated. No patient was involved.